Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the scope was inspected before procedure and found the problem, then used another similar scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the tip of the brush was dirty after the air/water nozzle was brushed, and there was air/water flow failure due to residue. However, we could not identify the material. It is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage at electrical connector. The event can be prevented by following the instructions for use: "instruction manual gif-q150, cf-q150l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-q150, cf-q150l/I reprocessing manual 3.3 precleaning 3.5 manual cleaning shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the electrical connector was dirty due to water leakage and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water channel of the colonovideoscope was clogged. No patient harm was reported with this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water channel had foreign objects in it. The report is being submitted due to foreign material in the scope found during evaluation.